Event description:
During a embolization treatment procedure in the internal iliac artery, an attempt was made to deploy a pushable coil, however the imager2 catheter "kicked out" of the internal iliac artery. The physician was unable to snare the pushable coil . The physician unsuccessfully attempted to utilize other interlock coils during the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).